Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported the anchor was already coming out of the sheath on the involved angio-seal device. The doctor did not feel comfortable using it. The procedure outcome was successful, and the patient was in stable condition. There were no other devices or equipment used with the angio-seal device.

Event description:
Additional information was received on august 20, 2018. Another angio-seal device was used successfully to achieve hemostasis. A heart catheterization procedure was being performed. A pre deployment angiogram was not performed.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide additional information in sections. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the completed investigation. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Based on historical complaint data from complaints where evaluations could be performed, the reported event may be related to the improper opening of the polyfoil pouch or mishandling of the device. However, with no device return the exact cause of the reported event cannot be definitively determined based on the available information.